Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating pt have not met with the doctor yet; the appointment with healthcare provider (hcp) is (B)(6) 2026, and MRI is (B)(6) 2026. The device is still bothering me when lying on my right side and does not seem to be helping much with the pain in my right leg and l3¿l5 discs in my back. Pt have the most pain now on my right side just above my hip. If she could reroute the wires to the spot. Pt would considering leaving the device in. Pt will keep the rep informed.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reporting that they cannot get their system to work today and they see system problem rm04. Patient stated they charged the controller this morning and then it would not recognize for 20 minutes. Patient reset the controller, denied damage to external devices, and initiated implant charge - patient saw no device found and entered passive recharge mode. Patient stated the last time implant was charged was a month ago. Middle number was fluctuating in 80's - 90's; patient sated they are wearing the belt. Agent put patient on hold for ~10 mins. When agent returned, patient still did not advance past passive recharge mode. The patient then stated that they are going to get the implant removed and need to charge up before an MRI. Patient stated they do not use it often anymore, it's 'not working right', and it doesn't do what it is supposed to do. Patient stated they have only been to the follow up hcp a couple times in their first year or two. Agent sent request to repair to replace the controller and the recharger. Patient was redirected to hcp to further address the issue if replacements do not resolve. Additional information was received from patient stating device was no longer working to relieve pain in right leg and lower lumbar. They have lost 95 lbs and the unit is bothering them when laying on right side. They have an appointment scheduled on (B)(6) and waiting for it and MRI is scheduled on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.